Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedance measurements that eventually resulted in high out of range measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. At this time, no further troubleshooting has been performed. This product remains implanted and in service. No adverse patient effects were reported.